Manufacturer narrative:
Concomitant medical products: product ID: 3898-33, lot# lc3301, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 747151, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported the patient had a revision in 2004 to the right occipital lead, but there no further details were available.